Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/12/2009 and 05/26/2009 by phone, fax, and mail. The surgeon is unwilling to complete the questionnaire. This report was mailed to FDA on: 06/05/2009.

Event description:
A surgeon reported unexpected postoperative refractions in eight patients following intraocular lens (iol) implant surgery. The surgeon is unwilling to fill out the questionnaire. There are eight medical device reports associated with this event. This is the eighth of eight reports.